Manufacturer narrative:
D4: lot #: the suspected lot was dr24c27025 (not valid). H11: the device was not returned and the suspected lot number is not valid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system - non-dehp solution sets leaked from an unspecified location. The process step was not specified, and it was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.